Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received morphine (12.5mg/ml, 8.0mg/day) in an implantable pump for non-malignant pain and failed back surgery syndrome. The physician's operation noted indicated the pre and postoperative diagnosis of "malfunctioning intrathecal reservoir pump." The pump was explanted on (B)(6) 2010. The catheter was cut and the distal segment was tied at three separate placed. The catheter was then coiled over and 2-0 silk ties were utilized to ligate the catheter. No active draining of cerebrospinal fluid (csf) was seen by the physician during the procedure. No troubleshooting was performed prior to explant. The hcp felt the therapy was not working for the patient. The patient was prescribed clindamycin (150mg 4 times daily for 1 week). The patient was instructed to return to the clinic in one week. At that time, titration of morphine will be made. The patient was given a prescription of 60 morphine tablets (long-acting). The patient was instructed to take 3 morphine tablets if they were to experience withdrawal symptoms. The patient was fine to the knowledge of the manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.